Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that he noticed microbubbles at the exit of the vitrectomy probe during a vitrectomy surgery. Another cassette was opened to take another vitrectomy probe and the surgery was completed without any further complications. The patient did not experience any harm. Additional information has been requested, but not received to date.